Event description:
It has been reported to philips that the system did not start up, the counter stopped at zero. The system was in clinical use. No harm has been reported a philips service engineer inspected the system onsite and identified that the grabber card in the flexvision pc was failing. The flexvision pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the physician was performing a coronary procedure when the issue occurred. The procedure was aborted and the patient was moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame the grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, the hard drive and installed the software. After replacement of the flexvision pc, the hard drive and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid code was corrected.